Event description:
The customer reported on (B)(6) 2011 that on (B)(6) 2011, the fiber was noticed to have commenced forward firing at 19,066 joules (3 minutes 53 seconds into use) during prostate vaporization. No error codes were displayed on the console when this event occurred. The laser beam was visible and normal in appearance at the start of the procedure. The procedure was completed with a second fiber. Neither the pt nor the end user experienced any injuries as a result of this event.